Manufacturer narrative:
Citation: kalinczuk l et al. Improvement in long-term survival with acute kidney recovery after a successful transcatheter aortic valve replacement. Pol arch intern med. 2020 oct 29;130(10):844-852. Doi: 10.20452/pamw.15540. Epub 2020 jul 30. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding kidney function changes after transcatheter aortic valve replacement (tavr) and the impact on long term outcomes. All data was retrospectively collected from a single center between august 2009 and october 2017. The study population included 432 patients and was predominantly female with a median age of 82 years. An undisclosed number of these patients were implanted with medtronic transcatheter valves: corevalve, evolut r, or evolut pro. No unique device identifier numbers were provided. Among all patients, 75 deaths occurred within one year after tavr. Non-medtronic transcatheter valves were also implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, in-hospital adverse events included: new permanent pacemaker implantation, stroke, moderate paravalvular leak, life threatening or disabling bleeding, major bleeding, red blood cell transfusion, and major vascular complications. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.